Event description:
The event is now reportable based on the analysis approved on 05/20/2009. It was reported that during a percutaneous transluminal coronary angioplasty (ptca), tracking difficulties occurred. A 4.00x16mm liberte bare sds was advanced on an unspecified guide wire to treat the unspecified target lesion. During advancement, difficulties were encountered with the sds tracking on the wire. The liberte sds was removed from inside the pt separate from the guide wire and without issues. Another liberte sds was advanced on the same wire to complete the procedure. No pt complications were reported and the pt's current condition is listed as "fine". However, the returned product analysis of the 4.00x16mm liberte sds revealed the stent moved on the balloon and was damaged throughout.

Manufacturer narrative:
Patient 18 years or older. Visual and microscopic examination was performed on the returned sds and stent. It was found that the stent was damaged throughout and had moved on the balloon and the proximal stent edge was 14mm distal to the distal marker band. A visual examination revealed a 4mm long kink in the outer lumen located 4mm from the port weld. Kinks were also found along the entire length of the hypotube. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found, the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).